Manufacturer narrative:
Additional information in d9, g3, h3 and h6. The device was received for evaluation and photos were provided. The visual inspection of the two provided photos showed the product filled with blood on the blood side. No leakage or defects were visible on the product in the provided photos. The visual inspection by naked eye of the sample did not show any conspicuousness. The product was wet but not contaminated with blood. A leak test of the dialysate and blood side was performed and no leak was observed. The reported condition was not verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 17l, an external fluid leak was observed due to a cracked housing. There was no patient injury or medical intervention associated with this event. No additional information is available.